Event description:
It was reported that the patient experienced chest pain with the heart pounding and racing. The patient also reported an increased heart rate while at rest. The rate response was adjusted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4076 x2, implantable pacing leads, (B)(6) 2009. A 4195, implantable pacing lead, (B)(6) 2009.